Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular denali filter kit was returned for evaluation. The storage tube was disconnected from the y-body. The filter was returned within the storage tube. No skiving or bowing noted on the storage tube. The storage tube was connected to the introducer sheath without issue. Based on the findings, the investigation is confirmed for the identified disconnection issue as it was noted that the storage tube was disconnected from the y-body. However, the investigation is unconfirmed for the reported connection problem as the storage tube was connected to the introducer sheath without issue. A definitive root cause for the reported connection problem and the identified disconnection issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 12/2022.

Event description:
It was reported that prior to a filter placement, the device allegedly failed to load. The procedure was completed using another device. There was no patient contact.